Event description:
The customer reported that during a gyn procedure, the surgeon attempted to seal 4mm uterine arteries and noticed that the seals were not complete. The surgeon used suturing to finish the procedure. After the procedure was complete, the surgical staff reported two second degree burns in the vicinity of where the original sealing was attempted. The burns were treated with biafine ointment. The patient is reported as being fully recovered.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.